Event description:
Patient taken to the operating room for a trans corneal phacoemulsification with posterior chamber lens implant to the right eye. The phacoemulsifier was introduced and the cataract was removed. An ia hand piece was then introduced and cortical clean up proceeded without complications. When the silicone implant in its shooter slowly injected the implant into the anterior chamber, it was clear there was a missing haptic and a piece of the optic was torn away from the central lens. The optic was in the anterior chamber and the trailing haptic was outside of the eye. A lens scissor was introduced under the viscoelastic and the remaining haptic transected and the pieces were removed using a mcpherson forcep. A repeat attempt at insertion of a foldable silicone lens in the shooter was carried out with success. The pt tolerated the procedure well and left the operating room in good condition. Due to the faulty lens shooter which damaged the intraocular lens the pt's operating time was double the norm.